Event description:
It was reported that the patient arrived at the emergency room with a heart rate between 30 and 40 beats per minute and was symptomatic. The thresholds and impedance for the right ventricular pacing lead were found to be high. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.